Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). The unit was calibrated, however it drifted after 15 hours. Carefusion instructed the customer to set the unit aside until further instruction. At the present time there are no replacement parts available to complete the repairs needed to resolve this issue. Once available, replacement parts will be provided to the user facility to repair the unit and return it to service.

Event description:
This complaint originated from an international distributor in (B)(6). The distributor reported the following: "unit brought to technician as he was at the facility attending a different issue. The unit reported as showing the ext. High peak and circuit occlusion alarm... Unit was in use at the time the issue of the occlusion occurred, patient was ventilated in CPAP mode. According the nurse there was no patient harm..."